Event description:
Patient initiated onto dialysis without problems. Ninety minutes into treatment patient had shaking and chills and a temperture elevation of 99.2. Treatment stopped. Patient sent to hospital. Suspected pyrogen reaction. No underlying infectiondevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: .invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.